Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable total bilirubin (bilt3) result for a newborn patient from the cobas 6000 c501 module. The initial result was 25.29 mg/dl with an alarm for a sample clot on other assays tested at the same time. The attending physician did not agree with the result and requested repeat testing. The repeat result was 13.98 mg/dl.

Manufacturer narrative:
Based on the data and information, a general reagent issue was ruled out because calibration and qc data were acceptable. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.